Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The information provided indicated the consumer reported upon removal of the tampon, another tampon or remnants of tampon would come out of her body. She manually removed tampon pieces and went to her gynecologist and had an exam which found nothing inside her body.